Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a blood glucose level over 600 mg/dl. The customer's mother reported that they left the needle cap on and pulled the needle off during an infusion set change. The caller also reported that additional sets would not stick. The caller was advised that the infusion sets would be replaced and agreed to return the products for analysis. The insulin pump was not replaced or returned for analysis.